Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient experienced complete heart block requiring permanent pacemaker implant. No additional adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion:per the instructions for use (IFU), conduction disturbances are a potential procedural complication and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.